Event description:
It was reported that the user experienced a low glucose alert on the ilet system, with continuous glucose monitoring indicating 61 mg/dl, and the caregiver inquired about silencing alerts and pausing insulin; the user declined treatment due to lack of symptoms and had no fingerstick available for confirmation, and the agent advised verifying with a fingerstick and replacing the sensor if the value was off by more than 20%, while confirming that only one basal dose had occurred earlier and none since. Symptoms included low glucose readings without reported clinical manifestations. Outcomes included educational troubleshooting on alert settings, sensor verification, and insulin delivery review. Investigation included technical review of alert behavior and delivery history, and user guidance on sensor accuracy and low alert configuration. Investigation of this case revealed no device malfunction and that the system delivered insulin as designed with critical alerts functioning as intended. It was concluded that the event was consistent with hypoglycemia with unclear cause, with no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.